Event description:
Vns patient experienced an episode of bradycardia during intraoperative lead test (54 bpm). Heart rate returned to normal upon completion of lead test. Stimulation was initiated eleven days later at which time no changes in cardiac rhythm were noted. Normal mode output current was increased by 0.25ma every two or three weeks thereafter with no report of cardiac side-effect. Within seven months of vns implant, the patient showed a significant reduction in seizure frequency at 1.75ma output current.